Manufacturer narrative:
(B)(4). Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2005234, no deviations or non-conformances related to this issue were identified during the manufacturing process. Ten retained samples of lot 2005234 were used for additional evaluation. The product was visually inspected and no damage or defects were identified. The areas where pieces move within the manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Investigation conclusion: no samples or pictures have been received for investigation, so 10 retained samples of 50 ll lot 2005234 are evaluated. Upon visual inspection of the 10 retained samples, no damage or molding defect can be observed in the syringe. DHR of lot 2005234 has been reviewed not finding any annotation or deviation regarding the alleged defect. Mechanical interventions carried out in this production line, during manufacturing process of this lot are reviewed not finding any incident related to this defect. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): visual inspection: molding: 2 injections per shift, printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift, assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift, primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet, 2. Functional inspection. Printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Root cause description: since no manufacturing defect can be observed in retained samples evaluated, and no sample or picture has been received, the root cause of the alleged defect cannot be determined. Rationale: based on qda limits for this product and defect no corrective action is required at this time.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe was noticed to be broken during use. The following information was provided by the initial reporter, translated from french to english: "when trying to give a bolus of morphine with the pse syringe, the nurse realizes that the syringe is broken then that there is no more liquid in the syringe and that part of the tubing is full of 'air. No clinical consequence for the patient". "The syringe was broken right after the lock for a few inches. The conditions of occurrence by the service are not identified (the patient may be involved). As the syringe was broken, air could enter the syringe. The nurse realized this early enough that there were no consequences for the patient. The system was completely changed."